Manufacturer narrative:
This report is being submitted to relay corrected and additional information. 0002023141-2019-00216-1 has also been submitted. The following sections are being reported. B5: it is reported that the implant was stripped and that the screw that engages the implant was not threading inside the implant at tooth location #30. It was also reported that after retapping the implant threads the dr was still unable to seat the abutment and screw in site #30. There was not report of patient injury. The implant remains implanted. D1: correction: analog:st sd implant, d2: correction: product code: unknown, d4: correction: 0610, d11: unknown abutment, item/lot #: unknown, g4: 21 june 2019, g7: follow up, h1: malfunction. The reported device was not received for evaluation. X-rays were provided, however. The reported condition of a stripped implant and an abutment that would not seat could not be confirmed. A device history record (DHR) review could not be performed as the reported device lot is unknown. A complaint history review was conducted for the reported device item number dating back 12 months for similar incident. The complaint history review revealed that there are no existing non-conformances for the reported device related to the reported event. A DHR and complaint history review could not be performed on the concomitant device as the item and lot number are unknown. A complaint history review by item number was conducted for the most common zimmer screw, dating back to 12 months. The complaint history review revealed that there are no existing non-conformances for the reported device related to the reported event. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the implant was stripped and that the screw that engages the implant was not threading inside the implant at tooth location #30. It was also reported that after retapping the implant threads the dr was still unable to seat the abutment and screw in site #30. There was not report of patient injury. The implant remains implanted.

Manufacturer narrative:
(B)(4). The following information is unknown at the time of this report: the device is not expected for evaluation, as it remains implanted in the patient' mouth. An investigation will be completed, however. Once investigation has been completed, a follow up medwatch will be submitted. Device remains implanted.

Event description:
It is reported that the implant was stripped and that the screw that engages the implant was not threading inside the implant at tooth location #30. There was not report of patient injury. The implant remains implanted.